Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the patient¿s right ventricular (rv) lead was capped for unknown reason and replaced on (B)(6) 2007. The patient condition was not known.